Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire on the hemopro 2 jaw had pulled away from the silicone and the device stopped working. Nothing was left in the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed sings of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached and bent from the tip of the hot jaw. The device investigation is in progress. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no noncomformance recorded in the lot history. (B)(4).